Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot.

Event description:
The customer reported via phone call that they could not remove the battery cap. The customer also reported that they had high blood glucose of 433 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The insulin pump was returned for analysis.